Manufacturer narrative:
Investigation summary: as received the screw fixation was within the distal electrode profile. The fixation mechanism operated as specified. The mechanical, and dimensional measurements were within specifications, and review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported electrical issues. All electrical measurements were within specifications. It should be noted that the reported electrical issues may be attributable to external factors that are independent of the lead characteristics, such as physician technique or physician preferred implant site. This issue is well-known potential complications associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. A lead issue is not suspected to be related to the reported problems. This case is retained and utilized for trending purposes. For more details, please refers to the attached report analysis

Event description:
Reportedly, during an implantation attempt, the lead has been positioned and fixed several times. The value of the impedance obtained with the psa was above >4000 ohm, sensing more than 10mv . The physician changed the psa cable, but the measurements still out of specification. The physician decided to implant another lead (vega 52) and with this lead good impedance value was obtained.

Event description:
Reportedly, during an implantation attempt, the lead has been positioned and fixed several times. The value of the impedance obtained with the psa was above >4000 ohm, sensing more than 10mv . The physician changed the psa cable, but the measurements still out of specification. The physician decided to implant another lead (vega 52) and with this lead good impedance value was obtained.